Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse arrived on site to address the reported universal surgical manipulator (usm) drift issues. The fse was unable to duplicate the reported issue, but spoke with the site robotics coordinator and the surgeon whom experienced the issues. The surgeon explained the occurrence, but was unable to duplicate, and expressed his valid concerns. The fse currently has parts on order to make required repairs to facilitate the customer request and to settle the customers concerns. The fse removed and replaced usm 3 as required. System tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The unit came in with a reported problem of insertion drift during multiple occasions on the usm 3. The reported problem was not replicated nor confirmed in-house. The field replaceable units (fru) was tested on the in-house system in normal mode where it triggered no error code. The unit was also tested on the psc fixture test platform (pftp) and triggered no related failure. Performed the weighted test on the pftp and the unit passed with no failures. Failure analysis checked for any type of fluid intrusion or debris or possible connections with flat flex cable's (ffc) throughout the insertion spar. It was confirmed to have fluid intrusion around the tornado button assembly and insertion clutch switch assembly and a pinched ffc for insertion service logistic (sl) printed circuit assembly (pca). As a precaution the yaw sl assembly with pca, pitch sl pca with ffc, tornado button assembly, insertion clutch switch assembly and insertion sl ffc will be replaced to address the customer reported problem. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional logs show system sk0846 was used on (B)(6) 2022 for a simple prostatectomy procedure. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged during a da vinci-assisted simple prostatectomy surgical procedure, the universal surgical manipulator (usm) moved with unintuitive motion (e.g. The usm unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the right instrument in arm 3 drifts when the surgeon releases the right master. The tse advised the customer to ensure that the surgeon maintains control of the master until head is out of the viewer. The customer stated that the instrument drifts when surgeon's head is out of the viewer. A possible universal surgical manipulator (usm) calibration is needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.